Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 145 mg/dl. The customer reported that they have a backup plan available. The customer was treated for high blood glucose with insulin pens and levemir. The customer reported that they have contacted their healthcare provider regarding the unexplained. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was high blood glucose, diabetic ketoacidosis, high ketones. The customer was treated with IV drips and no fluids. After the troubleshooting was done, customer was advised to call back when tubing clamp received to perform high pressure test.